Manufacturer narrative:
(B)(4). Due to lack of medical information, clinical assessment was unable to find substantial evidence to support the following events: endoleak type ii and endoleak of indeterminate origin. These events could not be substantiated by medical records, but were solely based upon the reported record of the event. Based on the information available the root cause of the reported event is unknown. At the completion of the clinical evaluation, there was evidence to support the reline of the system with a non-endologix device. Clinical assessment showed that the device is not likely to have contributed to this event. There were no known procedure or anatomy related circumstance that could have contributed to this event. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Devices remain implanted in the patient and were not returned, therefore no physical evaluation was completed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with a bifurcated stent, a cuff, and a limb extension. At an unknown date following the initial implant a follow up identified the patient had a type 2 endoleak, the physician elected to monitor the patient. On (B)(6) 2017 a follow up computed tomography (CT) showed the patient had aneurysm sac growth and a potential type 3b endoleak. On (B)(6) 2017 the patient had a secondary intervention and the physician confirmed the patient did not have a type 3b endoleak. The physician identified the patient had a type 1a or type 1b endoleak and a type 2 endoleak. The physician treated the patient by implanting a non-endologix excluder device to seal the endoleaks. The physician determine the endoleak was resolved at the completion of the procedure.